Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be released. After the customer attempted to release it inside the body but was unable to do so, the device was withdrawn outside the body and the plug was released externally. The deployment button could not be depressed, and the plug was released only when the physician inspected the reason for non-release outside the body. Hemostasis was achieved by compression. There was no visible device or package damage prior to use. The device was stored and prepared per the instructions for use. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). No resistance, friction, kinking, or bending was reported during advancement through the sheath. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. No issue or damage to the deployment lever was reported. No release occurred while the device was in the patient. Upon removal, the plug did not fall out, the indicator window did not change color, and the plug was not released. During the procedure, the indicator window did not change color at any time. The plug was fully inside the shaft, and the indicator wire remained visible upon removal. Angiography confirmed femoral artery suitability, including insertion angle and vessel diameter greater than or equal to 5 mm. No calcium, plaque, vessel tortuosity, nearby stent, or stenosis greater than 50% was reported at or near the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The physician was certified in the use of the exoseal vascular closure device (vcd). The device was used during an interventional procedure with a retrograde approach. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Establishment name is unknown, if information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.